Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. A low power sem analysis revealed beach marks (macroscopic striations) on the fracture surface of the screw indicating a fatigue failure (i.e., a low stress, high-cycle loading condition).

Event description:
On 04.04.2017 it was reported to k2m, inc. That a revision surgery took place in which the top portion of a fractured screw was removed. Revision surgery took place (B)(6) 2017.